Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is unknown. Date of implant is unkown. During processing of this complaint, attempts were made to obtain complete event, patient, initial reporter, and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-01986 it was reported that the patient's ipg site had an infection. As a result, surgical intervention occurred and the system was explanted on (B)(6) 2021.

Event description:
It was reported that the infection is resolved.